Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath, headaches, and face starting to swell. There was no indication of medical intervention. In this report, these sections: b5 (describe event or problem), type of reported complaint, adverse event/product problem, outcomes attributed to ae, health impact grid have been updated to serious injury as per further evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath, headaches, and face starting to swell. There was no indication of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrections: box b: from both/other to product problem/none. Box h: from serious injury to product problem. Health impact grid: from serious injury/illness/impairment (c172031) to no health consequences or impact (c50675).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath, bad headaches, face swelling. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.